Event description:
The customer reported via phone call that the insulin pump alarmed motor error, followed by button error. The customer's wife stated that the customer had been sitting down watching television when the alarms occurred. The customer did not observe any significant events leading to the alarms. The customer's blood glucose was 154 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. The insulin pump passed the functional testing. The insulin pump was received with minor scratches on the display window.